Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6)2013, model: etbf2813c166e, abdominal stent graft; implanted: (B)(6) 2013 model: etlw1610c124e, abdominal stent graft; implanted: (B)(6) 2013, model: etew1313c82e, abdominal stent graft; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead displayed noise, oversensing of non-physiologic events and rising impedance. The pace/sense, low-voltage portion of the rv lead was capped and new pace/sense, low-voltage lead was implanted while the high-voltage portion of the original rv lead remains in use. No patient complications have been reported as a result of this event.